Event description:
A falsely depressed troponin I result of 0.00 ng/ml was obtained on a known cardiac patient sample. The result was not reported to the physician. The sample was retested and a result of >100 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely depressed troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin result was use error due to lack of customer maintenance.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was use error due to lack of customer maintenance. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.